Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07115. It was reported the pt was experiencing heating while recharging the ipg. The pt had been using a sweater between the charging antenna and the ipg to reduce the heating sensation. The pt reported she sometimes had to tap the charging system to make it turn on. A replacement charging system was sent to the pt. Follow up identified the pt had received the replacement charging system. It was reported the issue was resolved, and the new device was working effectively. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and others non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.